Event description:
It was reported that a quadrox oxygenator was in use for a research and development project and was not being used on a patient. During use, the arterial outlet of the quadrox oxygenator disconnected from the unite, flooding the room and ruining the project. They were not using a clamp at this time. (B)(4).

Manufacturer narrative:
(B)(4). The device is not available for investigation. The serial number is not known so review of manufacturing documentation is not possible.